Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that sterile packaging issue of fitmore, hip stem, uncemented, b/9, taper 12/14. Some material debris, like debris of cushioning material were found (confirmed) in the sterile packaging. The device was not used. The issue was detected in the warehouse in (B)(6). Notes: the implantation and explantation dates are left empty as the device involved in this complaint is damaged (sterile packaging issue). Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: worn packaging material (within steril barrier). Event description: it was reported that some material debris, like debris of cushioning material, were found in the sterile packaging during incoming inspection in (B)(6). Review of received data: received pictures confirm some indefinite material debris in the sterile packaging. Devices analysis: visual examination of the returned product shows that the cushioning part in the inner steril package is worn. Therefore two very small particles of this white cushioning material moved in the package. Review of product documentation: clarification with a packaging sme shows that the packaging design has been changed in the meantime. Root cause analysis: root cause determination using dfmea. Leachable or abrasive particles from packaging material contaminate medical device and get in body contact (tissue, bone, circulatory system, etc) due to preselected steril barrier contact materials are not biocompatible including packaging aids. Not possible: since the cushioning residues at hand are sterile and were not located in the inner sterile bag. Therefore they would not come in direct body contact. Residues from surface of packaging material contaminate medical device and get in body contact (tissue, bone, circulatory system, etc) due to lack of physical or chemical cleanliness of sterile barrier contact material(s). Not possible: since the cushioning residues at hand are steril and were not located in the inner sterile bag. Therefore they would not come in direct body contact. Conclusion summary: it was reported that some material debris, like debris of cushioning material, were found in the sterile packaging during incoming inspection in (B)(6). Investigation results show that the cushioning part in the inner steril package is worn. Therefore two very small particles of this white cushioning material moved in the package. The complaint history for packaging configuration shows that this is a single case. There is no risk to the patient since the cushioning residues are steril and are not located in the inner sterile bag. No direct body contact would be expected. It is assumed that a extraordinary transport and/or handling issue led to the worn packaging material. However, the packaging design of this product family has been changed in the meantime. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).